Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported missing their high alert on their g6 mobile application. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported missing high alert on their g6 mobile application was not confirmed. A probable cause could not be determined via data.